Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external error alarm several times. Four unexpected restart and 4 external error alarms were found in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump has to reset time/date and unexpected restart alarm after changing battery due to a voltage leak on the interface board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and self tests. No external ram crc error alarms were noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.